Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was found to be in safety mode. The device was then explanted and successfully replaced. No additional adverse patient effects were reported. This device is expected to be return.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. No abnormalities were seen during a visual inspection of the device case and header. Review of device memory indicated the device logged a fault code, causing the device to enter safety mode. The device case was opened and a detailed battery analysis revealed an internal short due to a torn insulation tube which resulted in the device entering safety mode.

Event description:
It was reported that this implantable pacemaker was found to be in safety mode. The device was then explanted and successfully replaced. No additional adverse patient effects were reported. The device was returned for analysis.